Event description:
Per md procedure note: wiring left circumflex artery (lcx) was extremely challenging due to angle and calcification. One of the wire-tips was broken and it embolized to a small septal branch. Eventually I was able to wire the lcx into high obtuse marginal (om) arteries and balloon dilation was done with 2 semi-compliant balloon and flow was restored into lcx. Emergent cardiothoracic consultation was requested. Doctor and his team kindly came to evaluate the patient and we all agreed that coronary artery bypass graft (CABG) is best approach given three vessel disease involving left main (lm) coronary artery and heavily calcified lm. The final angiogram showed significant lm/ left anterior descending artery (lad)/lcx disease with thrombolysis in myocardial infarction (timi) 2-3 flow in both. Lad and lcx. Broken wire was left in place and patient emergently taken to or for bypass surgery due to the patient's previous condition.